Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas valve was implanted via v-p shunt with an unknown date and unknown setting. When the peritoneal catheter was placed it was found to have entered the intrapleural. The catheter was pulled out from the intrapleural and placed in its original position. The physician stated that the passer passed under the 2nd or 3rd rib and this might have been why this occurred.